Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.2 inr, qc 2: 5.2 inr, qc 3: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer stated the second drop of blood was applied and the blood drop was not being applied within 15 seconds of the fingerstick. Per product labeling, the first drop of blood should be applied and the blood drop should be applied within 15 seconds of the fingerstick. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The result from the doctor's office meter serial number (B)(4) was 2.0 inr. Within one hour, the patient went home and tested on his coaguchek meter with a result of 2.5 inr. Refer to the medwatch with patient identifier (B)(6) for the patient's meter. The therapeutic range was 2.0-3.0 inr. The patient stated he had dietary changes of extra vegetables and a glass of wine the night prior to the event.